Event description:
During the atrial fibrillation procedure, the hemostasis hub detached when removing the dilator from the sheath. While the catheter was being manipulated within the sheath, the transseptal puncture was lost. Transseptal access was not able to be regained by advancing the catheter through the previous transseptal puncture. The dilator was reinserted into the sheath for another transseptal puncture. The second transseptal puncture was successful, but when removing the dilator, the hemostasis hub detached. The introducer was replaced and the procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
One 13f agilis steerable introducer sheath and dilator were returned for evaluation. The hemostasis seal was noted to be out of place within the hemostasis hub, consistent with the reported event. Batch record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported event remains unknown.